Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion certified service technician was able to verify the customer's reported issue. Visual inspection revealed the ac adapter lemo connector was burned. The service technician scrapped the ac adapter.

Event description:
The customer reported model palmtop ventilator ac adapter does not stay on. No further information was provided by the customer regarding patient involvement.

Manufacturer narrative:
This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.